Manufacturer narrative:
The device has not been received. The investigation is ongoing. Report 5 of 5. See related: 0001920664-2022-00031, 0001920664-2022-00032, 0001920664-2022-00033, 0001920664-2022-00034.

Event description:
The user facility in the (B)(6) reported small particles in the anterior chamber. Forceps were used to remove the particles.